Event description:
It was reported by the patient "I had a hip replacement in 2014 that failed earlier this year. I am trying to find out if the parts that were used were recalled or should have not been used in combination. The part was depuy summit with a competitor titanium cup and cobalt chrome on polyethylene articulation." Doi: 2014 : dor: none reported . Affected side: unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, h6 (clinical code). H6 clinical code: code for blood heavy metal increased was updated to metal related pathology (e1618).

Event description:
Primary surgery occurred on 10/01/2014. Sticker sheets for primary implants are located within the sticker sheet attachment. The femoral side is depuy and the acetabular side is competitor. Revision operative notes (B)(6) 2020 indicated that the patient received a right total hip revision due to unspecified loosening, alval soft tissue reaction with chronic inflammation and necrotic tissue. And implant corrosion. It was noted that the femoral head was worn with corrosion between the head junction of the stem. The surgery was completed without indication of complication by the surgeon.